Event description:
It was reported that the patient had mild wound dehiscence over the battery incision site. The physician reapproximated the wound with steri strips and tegaderm. Upon follow-up, the wound had closed and patient was doing well.